Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at a dose of 8.703 mg/day and 12 mg/ml bupivacaine at a dose of 5.222 mg/day via an implantable pump for non-malignant pain. It was reported that the pump logs showed that a low reservoir alarm occurred on (B)(6) 2016 at 23:09. An empty reservoir alarm occurred on (B)(6) 2016 at 16:31.